Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. There was no delay to surgery as a result of this procedure and no known damage to anatomy.

Manufacturer narrative:
Patient information was unavailable from the site. The right thoracic tactile probe was returned to medtronic for evaluation. The tip of the returned probe was bent. With a known good tracker attached the probe was not able to verify due to a high divot error. Analysis determined there was a physical damage failure with the returned probe. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that the right thoracic probe was bent in surgery due to hard bone. There was no reported impact to patient outcome. No additional information was provided.